Event description:
A surgeon reported that the intraocular lens (iol) was implanted in the sulcus due to capsular tearing. The following night, the iol dislocated into the anterior chamber causing pupillary block and elevated intraocular pressure (50mm hg). Two days later, the lens was replaced with a corneal lens. The surgeon reported that the patient is doing very well.